Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device shut off in the middle of the night. Customer's blood glucose was unknown. Customer mentioned the device alarmed off no power alarm without low battery alarm prior. Customer will not be returning the device for analysis.